Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic with the skin of the device pocket appearing red, improper healing at the incision site and experiencing discharge. The implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead and the right atrial (ra) lead were explanted due to infection. The patient was in stable condition.